Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin is streaming out of the insulin pump during the prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.